Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 806.004.02s, lot: 3l71428, manufacturing site: oberdorf, release to warehouse date: may 23, 2019, expiry date: apr 1, 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2020. Date of explantation is an unknown date in (B)(6) 2020. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a surgery of microvascular decompression on (B)(6) 2020, the patient was implanted with one plate and 4 screws. In (B)(6) 2020, it was discovered that the plate was broken, and one screw was missing; the suspicion being that the screw was absorbed early. Patient underwent revision to have the broken plate and three remaining screws removed. The patient is stable and in hospital. This report is for a 2.0mm rapid resorbable cortex screw 4mm-sterile. This is report 3 of 3 for (B)(4).